Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part: 03.010.045, lot: 1687492, manufacturing site: hägendorf, release to warehouse date: 05.jul.2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: it was reported that on (B)(6) 2020, the tooth of the standard insertion handle broke off during the surgery. Surgical procedure was successfully completed with a 5 minutes surgical delay. Patient status is unknown. Concomitant device reported: unk - nails: tibial (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. H6: investigation flow: damage. Visual inspection: the standard insertion handle (p/n: 03.010.045, lot number: 1687492) was received at us cq. Visual inspection of the complaint device showed the locking tooth at the distal end had broken off. Device failure/defect identified. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: 03_010_045 rev n (current) and rev j (manufactured) were reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the locking tooth at the distal end had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the tooth of the standard insertion handle broke off during the surgery. The surgical procedure was successfully completed with a five (5) minute surgical delay. The patient status is unknown. Concomitant device: unk - nails: tibial (part# unknown; lot# unknown; quantity: 1). This report is for one (1) standard insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h6. Device history lot. Part: 03.010.045. Lot: 1687492. Manufacturing site: hägendorf. Release to warehouse date: jul 5, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.